Manufacturer narrative:
Additional manufacturer narrative: source and type of infection was not confirmed by the hospital. Follow up investigation with the hospital's pathology department revealed that there was no testing performed on this patient; therefore the strain cannot be confirmed. Based on the serial number provided, a review of the manufacturing and inspection records related to this device was completed and the results demonstrate the device met all specifications. An additional review was conducted for all devices manufactured within the same sterilization lot. There were no other similar events reported. Edwards lifesciences maintains sterilization controls and validation studies which are conducted in accordance with iso standards and meet global regulations assuring device safety. These validation studies demonstrate high effectivity and reliability, exceeding sterilization requirements. Overall, based on the information available, the investigation did not indicate quality deficiency during the manufacture of the device that may have contributed to this event.

Manufacturer narrative:
Evaluation method: device has not been returned for evaluation. Additional manufacturer narrative: the device history record review has been performed and confirms that this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility, and exceeds specifications and standards. Despite multiple attempts to retrieve additional information such as pathology and operative reports, and device return for evaluation, it has not been provided at this time. Without additional information, no further investigation can be performed into the root cause of this event.

Event description:
It was reported that an edwards valve was explanted and replaced with a homograft, due to a strange fungal infection. No additional information was provided at this time.

Event description:
The operative report states, the device was explanted due to "a fungal aspergillus infection of the prosthetic aortic valve." The patient presented with a right common femoral thrombus that was shown to be fungal in origin. The fungal infection appeared to be along the aortic suture line with disruption posteriorly. There was no obvious fungal site on the aortic valve.